Event description:
Reporter indicated that vns pt has been experiencing urine retention and incontinence. It was reported that the pt normally only urinates about 3 times a day and that it may be an over filled bladder that caused pt to have accidents. Reporter stated that pt's neurologist believed that the problem may be due to long term use of klonopin. Reporter indicated that klonopin dosage of medication has been reduced. Treating neurologist indicated that the pt was currently stable and that the event was not related to the vns.